Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that during removal, the nail was broken and a portion of the nail remained in the patient's femur despite multiple attempts to extract it. No patient or user harm or adverse impact was reported.

Manufacturer narrative:
Device evaluation: visual inspection of the returned product and provided x-ray confirmed that the nail was broken in two pieces. One part was received for direct investigation and the other part remained in the patient¿s body per the reporter. The reported failure mode has therefore been confirmed. The unit¿s work order was reviewed and confirmed that the device passed all inspections per the acceptance tests. The manufacturing x-ray analysis did not reveal any anomalies. The inspection data for the lot of the housing tube was reviewed and confirmed that the part met design specifications per the engineering drawings. The nail's thickness at the broken region was measured 0.0765 inches which meets the specifications. The nail dimensions met manufacturing assembly specifications. It is not likely the breakage was related to any manufacturing processes or material issues. The nail broke at the location of the screw hole which is the weakest section of the nail, therefore, it is likely that the nail became broken due to forces experienced during the explantation procedure. Based on the provided information, no patient or user harm or adverse impact was reported. Additionally, the nail was implanted more than a year (681 days) which is not recommended per the precice stryde instructions for use. Labeling: "device should be removed after implantation time of no more than one year". Device records review: a review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release.

Event description:
Additional information has been provided.